Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea and bloating. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adenomyosis ("adenomyosis") and menorrhagia ("heavy periods"). The patient was treated with surgery (tah with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, adenomyosis and menorrhagia outcome was unknown. The reporter considered adenomyosis, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: the essure device was released at the appropriate depth leaving 2 loops at the tail of the device. In a similar way the left ostia was done leaving 2 loops at the tail of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: satisfactory position of the essure stents with complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.